Event description:
The customer reported via phone call that insulin leaked into the insulin pump's reservoir compartment. The customer also reported that sometimes his blood glucose ran low below 100 mg/dl, and at other times it rose up to 200 or 300 mg/dl. The customer did not know the blood glucose reading at the time of the exposure. The customer requested replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.